Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was already sedated and on the table undergoing a transesophageal echocardiography (tee) procedure when the system went back into a diagnostic screen. The user rebooted the system to continue and complete the tee. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. Although the engineer investigated the provided logs, siemens was unable to define the root cause. There were no clues found in the logs and the reported issue could not be reproduced. The most likely root cause is the hardware (e.g; monitor or io board) error or cable disconnection in a short time. The customer support engineer (cse) monitored the user facility for 20 days and the reported issue did not reoccur.